Event description:
A malfunction alarm with code malf 0 was reported, indicating a problem with the pump. There was no reported adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use a backup insulin pump to ensure uninterrupted insulin delivery and will receive a replacement pump with updated software. Instructions were provided for using the replacement pump, and the problematic pump was to be returned within 10 days using a pre-paid label.